Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor broken with missing parts. See attached photo for details. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer's parent reported via phone call sensor anomaly. Customer's blood glucose level was 222 mg/dl. Customer advised they experienced irritation issues with their sensor. Customer was advised to return the sensor for analysis.